Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump showed that it was running, but nothing was being delivered. They stated that the pump did not alarm. The initial reporter stated that the patient did experience a delay in therapy, but that the patient had not had any adverse effects due to the complaint or the delay in therapy. (B)(4).